Event description:
The report indicated that during the third application of cardioplegia during a routine CABG case, the surgeon noted water in the cardioplegia cannula. Cardioplegia was discontinued.